Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they were experiencing low blood glucose level. The low blood glucose level of customer was 48 mg/dl. It was unknown that auto mode feature was active at the time of incident. Insulin delivery was not suspended due to sensor glucose level and blood glucose level. The sensor glucose value from reported event was 120.00 mg/dl. The insulin pump will not be returned for analysis.